Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgical technician reported that during lasik treatment, the patient presented with a thin flap that tore due to loose epithelial cells. The patient reported experiencing blurred vision. A bandage contact lens was placed to treat the loose cells. Add'l info has been requested.